Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that insulin was being pushed out of the cartridge during the load step intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed no evidence of "load step malfunction". No large prime volumes were recorded in the prime history. The pump powered on normally and displayed the verify screen. The pump passed the ez-prime steps correctly. The pump was able to load and prime a cartridge correctly. The load step failure was not duplicated during testing. The force sensor calibration was found to be within specifications. There was no intermittent condition or damage found to the force sensor circuit.